Event description:
The customer stated that there was a cracking noise and that it was hard to push the insulin in the pod during the fill process. She also stated that her bg increased to 438, and that she was positive for ketones. No further problems reported.

Manufacturer narrative:
The product has not been returned so no evaluation is possible. The customer heard a noise during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.